Event description:
The patient came in due to issues with range of motion and the cause is unknown. About 2 years and 6 months after the primary surgery, the surgeon determined a poly revision was required for flexion contracture of the knee. The surgeon revised the insert from 14mm to 12mm. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 13 october 2025 lot 2108842: (B)(4) items manufactured and released on 27-sep-2021. Expiration date: 06-sep-2026. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:the surgeon revised liner height, which is a common practice to restore the joint mobility. There is no indication that any potential issue with the device may have caused or contributed to the event.